Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and noted the patient's capsule was torn. The lens was removed and a three piece lens was implanted. Further information was requested but not yet received. If any additional information is obtained, a supplement medwatch form will be submitted.

Manufacturer narrative:
Evaluation results - a work order search was performed and there were no similar complaints found.